Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative reported that they were unable to establish communication (could not connect) to the implantable neurostimulator (ins) using the 2 different clinician programmer when preparing for a case tomorrow. The representative was able to establish communication with the clinician programmer to another ins device. There was no patient involvement in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial # (B)(4)showed the telemetry was unfunctional when received but once analysis was started the device failed final functional testing with intermittent telemetry seen. Further analysis confirmed the intermittent telemetry and discovered the failure was voltage and temperature dependent but a cause was not determined. Visual and x-ray inspections were nominal. After several failed telemetry interrogation attempts, the device can was opened. Hybrid visual inspection, sonoscan, and additional x-ray analysis was nominal. Electrical measurements of the regulated supplies, battery voltage, antenna continuity, and telemetry signal measurements were all nominal. Further analysis was not feasible due the flip chip l141 ic being damaged during its extraction from the device. If information is provided in the future, a supplemental report will be issued.